Manufacturer narrative:
Remote support from the local philips customer support team was provided to the customer, during which the recommended replacement part was confirmed. The source case notes indicate that the device was out of support and the part may not be available. A photograph showing damage to the display was attached to the source case. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. There has been no confirmation that the device was evaluated or repaired by philips or a representative of philips. If additional information is later obtained, the complaint will be reopened. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there was damage to the display. We are unable to confirm the final disposition of the device because a good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. The investigation concludes that no further action is required at this time

Event description:
It was reported to philips that the device's screen needs replacement. There was no patient involvement.